Event description:
It was reported that the right atrial (ra) lead was dislodged. The ra lead dislodgement was noted on chest x-ray. The ra lead was explanted and a new ra lead was used. The patient was stable.

Manufacturer narrative:
Correction, section b6 should have been reported for the chest x-ray that confirmed the dislodgement.